Event description:
It was reported that a surgeon used synthecel during a craniotomy on an unknown date. The patient began experiencing above average nausea and vomiting postoperatively. The surgeon thinks that the synthecel could have been a factor in the patient¿s postoperative reaction. The patient¿s current status indicates that (s)he is doing well. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Post-operative reaction (nausea/vomiting) began on/around (B)(6) 2015. Date of original implant procedure is unknown. Device has not been explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.